Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One 4 fr groshong clearvue catheter with a t-lock and a 3cg stylet and flushing hub inserted was returned for evaluation. An initial visual observation showed the catheter was broken approximately 2.4 cm distal to the proximal end of the catheter. The stylet within the catheter was observed to be bent at the distal end of the flushing hub and curved just distal to the break in the catheter. What appeared to be dried saline residue was observed within the catheter. A microscopic observation revealed the fracture surfaces were uneven but mostly smooth and granular in texture. One point on the proximal fracture surface was observed to be somewhat steep when compared to the surrounding surfaces; this was matched with a somewhat steep impression on the distal fracture surface. While the exact cause of the break in the catheter could not be determined from the evidence observed on the returned sample, possible causes include damage during handling or use.

Event description:
It was found during evaluation, the device exhibited a break. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reep4145 showed no other similar product complaint(s) from this lot number.

Event description:
It was found during evaluation, the device exhibited a break. No other information was provided.